Event description:
It was reported that the patient presented for a procedure at the hospital due to low voltage p waves on the atrial lead. The atrial lead was explanted without difficulty and replaced. A ventricular lead was dislocated and replaced during the procedure due to manipulation by the user. There was no complaint on the ventricular lead. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were noted. The reported event of over sensing was not confirmed. A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and -ray inspection of the lead did not find any anomalies.